Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a weak battery alarm. At the time of reporting her blood glucose was 132 mg/dl. The customer is being sent a replacement battery cap to see if it helps extend battery life. No equipment was returned. No additional information was reported.